Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-dec-2025, it was reported by an arthrex employee via (B)(4) that an ar-3636h self bunching kl, when the doctor places the anchor and makes the turn to tie the anchor knot, the suture is cut when it is passed through (blue repair suture). This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.